Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 12¿1 am cst, the patient was observed sleeping and convulsing. The patient uses the insulet omnipod5 in a modified closed-loop system. The patient's mother attempted to wake her but found her unresponsive and called 911. Upon waking, the patient reported feeling disoriented, sweaty, and cold. Both the receiver and mobile device displayed a reading of 61 mg/dl. Although no fingerstick was performed at that time, the patient felt her glucose level was lower than the estimated glucose value (egv). She consumed orange juice. Approximately 20¿30 minutes later, emts arrived. The cgm showed 120 mg/dl, while the fingerstick reading was 69 mg/dl. In the ambulance, the patient¿s blood glucose was 72 mg/dl (the dexcom sensor had already been removed prior to departure). Emts administered glucose gel. Upon arrival at the hospital at 1:31 am cst, a CT scan was performed, and glucose was administered via IV. The patient was also given carbohydrates. Before discharge at 5:00 am, her blood glucose was 140 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator before the emt arrived and when the patient was in the hospital. The reported glucose values fall within the c zone of the parkes error grid was taken when emt arrived. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.